Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body stent graft was positioned, deployed, and filled with polymer as expected. During the onset of polymer fill of the stent graft, the fill polymer syringe was observed to have emptied. The patient experienced transient hypotension which was treated and stabilized per the recommendations in the device IFU. The iliac limb stent grafts were then deployed as expected and the aneurysm was successfully excluded with no additional patient sequelae reported.

Manufacturer narrative:
(B)(4). Incomplete device return - the delivery catheter was returned for evaluation; the stent graft remains implanted and was not available for evaluation.